Event description:
A malfunction alarm with code malf 12 was reported, causing concern for the customer. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. Customer service provided instructions for resetting the pump, which resolved the issue, and the customer was informed to resume using the pump while also instructed to reach out if the malfunction reoccurs.